Event description:
A customer reported that the occlusion bell went off during two cataract extraction procedures. The cassettes were exchanged and the procedures were completed with no harm to the patients.

Manufacturer narrative:
The investigation is in progress. A sample has not been received for evaluation. A root cause has not been identified. (B)(4).